Event description:
Customer sent a repair request with a complaint description of " green piece stuck in the insert channel both a and b (biopsy channel)". The issue found during reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Device return evaluation was completed . The customer reported complaint was confirmed. Device evaluation found foreign material was clogged in the biopsy channel . Service repair noted the biopsy channel needs to be replaced. Furthermore, the following findings during inspection were noted on the device: c-cover dents scratches. A-rubber glue (bending manipulation/insertion tube) crack. Objective lens (ob) lens minor chips at the edge noted. Light guide (lg) lens crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined, however, it is likely the maj-240 channel connection tube detached and got stuck in the instrument channel ports. Olympus will continue to monitor field performance for this device.